Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. It was reported that the pt has experienced an increase in seizure activity and has been more irritable over the past 3-6 months. It was reported that there was a possibility that the pt had suffered recent injury or trauma that may have damaged the ncp system. Review of x-rays by both the manufacturer and the physician did not reveal any obvious discontinuities in the ncp system. An area of suspicion was noted on the soft tissue neck view orientation of the right arm, but was inconclusive in determining whether a discontinuity in the ncp therapy system was present. Lead break is suspected. Revision surgery is planned.